Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the two day post implant follow-up, high thresholds resulting in capture loss were observed; the patient was reported as non pacer dependent. All other system parameters were within normal ranges. A lead revision was planned and later completed in absence of any resulting adverse patient effects. This lead remains implanted and in service.